Manufacturer narrative:
H.6. Investigation: batch history analysis was performed, quality notifications and maintenance where failure related records were not found. Bd confirms the visible silicone claim according to the photos and samples sent by the customer. The excess of drained resin occurred due to an error in the assembly machine adjustment. H3 other text : see h.10

Event description:
It was reported that an unspecified number of bd¿ blunt fill needle experienced foreign matter contamination that looked like glue on the device needle. Product defect was noted prior to use. The following information was provided by the initial reporter, translated from portugese to english: verbatim: needle with white spots, it looks like glue remaining.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd¿ blunt fill needle experienced foreign matter contamination that looked like glue on the device needle. Product defect was noted prior to use. The following information was provided by the initial reporter, translated from portuguese to english: verbatim: needle with white spots, it looks like glue remaining.